Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. There was some noise and the electrogram was railing up and down during the event. The presenting electrogram is very clean. The system has been implanted about one week. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.